Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam, as well as heating element was not working. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that hospitalization (initial or prolonged) occured in outcomes attributed to adverse event. After review, it was determined that all these were incorrectly selected outcomes attributed to adverse event. Nothing such has occured to the patient. The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Device available for evaluation,initial reporter name and address,device evaluated by MFR was incorrectly reported in the previous report, which correctly updated in this follow up report source was unmarked,the report should have been sent for consumer. This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.